Event description:
It was reported that the device gave a primary audible alarm. No patient involvement.

Manufacturer narrative:
D9 date returned to mfg 10/15/2024. No problem found with the pump, could not duplicate reported issue. Service history review identified the complaint was not related to a previous service of the device within the review period. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.